Event description:
A journal article was reviewed that contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: positioning difficulties, pacing inappropriately, high thresholds, and dislodgements. Lead status is unknown. No patient complications have been reported as a result of this event. A journal article was reviewed that contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: positioning difficulties, pacing inappropriately, high thresholds, and dislodgements. Lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "prolapsed double-canted bipolar left ventricular lead for pacing the left atrium via the coronary sinus: experience in 11 patients." Europace. March 1 2012;14(3):445-448.